Manufacturer narrative:
Per tandem's t:slim pump user guide indicates that  humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer¿s blood glucose was 240 mg/dl. Customer used cartridge for over 4 days. Although requested by tandem technical support, the customer declined further follow-up to ensure backup therapy was obtained.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified as the cartridge was not returned; however, a different issue was identified.